Manufacturer narrative:
Additional information received.

Event description:
It was reported that the spider2 system collapsed with a patient¿s arm on the spider2 during arthroscopic surgery. There was a delay of less than or equal to 30 min. The procedure was completed on classical older fixed stabilization with ropes and weight system. It is unknown if it was a competitor's device since it was an older system with metal arms and pulleys (very old, but fail safe). No other complications reported. Patient status is ok.

Event description:
It was reported that the spider2 system collapsed with a patient¿s arm on the spider2 during arthroscopic surgery. There was a delay of less than or equal to 30 min. The procedure was completed on classical older fixed stabilization with ropes and weight system. It is unknown if it was a competitor's device since it was an older system with metal arms and pulleys (very old, but fail safe). No other complications reported. Patient status is ok.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. Two depleted batteries, the charger, and the foot switch were returned. A functional evaluation was performed. Both returned batteries were depleted. The charger's indicator diode would not change to charging mode when a test battery was installed. The fuse was checked with an ohmmeter and was open. A known good battery was utilized to test the device. The device passed the weight test. There were no issues with the clamp assembly. The distal quick connect functioned as designed. Each switch was tested and each worked. 30 movements were performed and the device maintained pressure after each movement. The joints each moved smooth and easily when the device was depressurized. The device was left pressurized for 10 minutes and each test was repeated. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The reported failure was verified and the root cause was associated with the depleted battery. Factors that may have possibly contributed to the reported failure include, a nearly depleted battery being initially used that had just enough energy to pressurize the device, but when the device was subsequently de-pressurized, the battery released it's remaining energy to de-pressurize the device. If the arm of the device is not held when this final release of energy happens, the arm of the device can give the impression of "suddenly losing pressure." Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the spider2 system collapsed with a patient¿s arm on the spider2 during arthroscopic surgery. There was a delay of less than or equal to 30 min. It is unknown how was the procedure completed. No other complications reported.